Event description:
Event description guidant received information that the helix mechanism on this transvenous lead self extended while maneuvering the lead within the vessel. The helix caught on the patient's valve. The helix was unable to be retracted. The lead was explanted.